Manufacturer narrative:
Medications: aspirin 81mg, atorvastatin 40mg, cartia xt 240mg, eliquis 5mg, esomeprazole dr 40mg, ferrous sulfate 325 mg, furosemide 20mg, losartan 25mg, lyrica 50 mg, metoprolol tartrate 50 mg, vitamin d 50mg. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2016 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019 imaging identified a proximal type I endoleak. On (B)(6) 2019 the patient underwent a secondary procedure to place an additional gore® excluder® aaa endoprosthesis to treat the proximal type I endoleak. There were no further reported issues.